Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product or photographs was returned; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. No medical records were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-ray review by mmi suggest polyethylene wear with moderate joint effusion. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 141205 - biomet tibial locking bar - 244240. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left partial knee procedure in 2004 of unknown product. Subsequently, patient was revised in 2015 due poly wear. At this time, the patient underwent a bilateral knee procedure, in which the patient was implanted with zimmer biomet product. Approximately 4 years later, the patient underwent a right knee revision due to swelling and fluid on the cap. The patient stated the poly had worn down to where the metal implants were rubbing together. He stated the poly had broken down so much the surgeon was picking plastic pieces out of his calf. Subsequently, the patient stated he has pain in his calf again and xrays show the poly has broken down again and is being considered for another revision.